Event description:
During follow-up, dislocation of the right ventricular lead was noted via diagnostic imaging. A lead revision is anticipated to resolve the issue, but has not yet been performed. The patient was in stable condition.

Event description:
During follow-up, dislocation of the right ventricular lead was noted via diagnostic imaging. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported events were inadequate capture, low sensing and lead dislodgement. As received, a complete lead was returned in one piece for analysis. The reported events of inadequate capture and low sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix was able to be extended and retracted by applying torque to the connector pin. The full helix extension length was measured within product specification. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages that are consistent with procedural damage.